Event description:
It was reported that the ilet pump¿s display separated from the main housing, resulting in a cracked screen that powered on but only glowed without displaying information, consistent with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond affecting the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.